Event description:
I used a cvs digital home pregnancy test and I was given a positive reading. A day later I used a fact plus test and rec'd negative results, a day after that I used the clearblue easy digital test and also receved negative results. The cvs digital home preganncy test is said to be comparable to the e.p.t. Certainty test. I may however have used the product prematurely as my menstrual cycle is not due for another week. I will be testing again, though, to make sure that my results are conclusive this time.